Event description:
It was reported that during a pci procedure, the shaft of the quantum maverick monorail separated. The quantum maverick catheter was being used to post dilate an express stent. The tip of the catheter became caught on the proximal edge of the stent, and was unable to cross. The lesion was located in the 75% stenosed right coronary artery (rca). The device was withdrawn smoothly with no visible damage. The physician replaced the device in the dispenser coil which was filled with saline. The physician then performed the post-dilatation with the stent delivery balloon, and it crossed and dilated the lesion. According to ivus imaging, the physican determined that the dilation was not adequate and decided to use the quantum maverick monorail balloon catheter a second time. When he was removing the device from the dispenser coil, the shaft of the device was separated without any resistance. There was no patient injury and patient status was reported as "good."

Manufacturer narrative:
Product analysis verified a hypotube fracture. The balloon catheter with the balloon in a preinflated state was received and a hypotube fracture was observed. The returned catheter exhibited a fracture of the hypotube located 18.5 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the original kink or the subsequent fracture could not be determined. The manufacturing records for top assembly batch 8470181 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There have been no similar complaints for this batch number. The root cause of the hypotube fracture experienced during the procedure could not be determined.